Event description:
Rn noticed that the patient's arm was swelling and cold to touch. Upon further examination, rn noted that the lipids that were being infused and were leaking from the exit site. PICC was removed and it was noted to have a slit in the tubing.